Event description:
Patient was revised on (B)(6) 2021 for unknown reason, no information on date of first surgery. No information on the explanted products. The surgeon implanted two standard screww, two locked screw, humeral 36+3 cup and centered glenosphere.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.